Event description:
It was reported that there was a "longitudinal crack of the catheter at the junction with the adapter".

Event description:
It was reported that there was a longitudinal crack in the adapter.